Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the event was due to the installation of an incorrect printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the main board of the oer-4 automatic endoscope reprocessor (aer) was recently replaced; however, after the replacement, the maintenance tool could not be connected to the aer. The issue was resolved after reinstalling the oer-4 program. When reviewing the work, the customer found that a board for the oer-3 was used. Between (B)(6) 2022 and (B)(6) 2022, the aer was used with the oer-3 board. No errors occurred and it was unclear whether the aer worked properly and cleaned in the correct process. Multiple scopes, including the gastrointestinal videoscope, were reprocessed using the aer during this time. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted on the oer-4 aer and the scope. Please refer to the following reports: patient identifier of (B)(6) is related to model number: oer-4, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-1200n, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.